Manufacturer narrative:
The customer was unable to provide patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation therapy during a patient event. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation therapy during a patient event. This issue is patient related; however there was no adverse patient outcome.